Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. Pre-procedure transesophageal echocardiogram (tee) imaging confirmed there was no pe noted prior to the procedure. Venous access was obtained and transseptal puncture (tsp) was performed using versacross connect (vcc) transseptal access system and watchman fxd double curve access system (was). The left atrium (la) was cannulated with the vcc pigtail wire and vcc dilator was removed. The was was advanced into the la. A non-boston scientific (bsc) 4d intracardiac echocardiogram (ice) catheter was attempted numerous times to cross the septum before successfully crossing into the la. The was required repositioning by using a pigtail catheter in the laa to stay in coaxial trajectory for deployment. A 31mm watchman flx pro closure device and delivery system (wds) was advanced into the laa and subsequently deployed. After 2-3 full recaptures, the wds did not meet release criteria, so it was removed. Another 31mm watchman wds was inserted and deployed, yet still did not meet release criteria after 2 full recaptures were performed, so it was also removed. The procedure was aborted. The patient was transported to the post procedure recovery area. After 1 hour, chest pain symptoms developed. A moderate sized pe was noted on echocardiogram imaging, so a pericardiocentesis was performed and a pericardial drain was placed. The patient was admitted to the hospital then discharged home. It is unknown what caused the pe.

Manufacturer narrative:
B5: information added. H6 patient codes added: cardiac tamponade and hemorrhage/blood loss/bleeding.

Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. Pre-procedure transesophageal echocardiogram (tee) imaging confirmed there was no pe noted prior to the procedure. Venous access was obtained and transseptal puncture (tsp) was performed using versacross connect (vcc) transseptal access system and watchman fxd double curve access system (was). The left atrium (la) was cannulated with the vcc pigtail wire and vcc dilator was removed. The was was advanced into the la. A non-boston scientific (bsc) 4d intracardiac echocardiogram (ice) catheter was attempted numerous times to cross the septum before successfully crossing into the la. The was required repositioning by using a pigtail catheter in the laa to stay in coaxial trajectory for deployment. A 31mm watchman flx pro closure device and delivery system (wds) was advanced into the laa and subsequently deployed. After 2-3 full recaptures, the wds did not meet release criteria, so it was removed. Another 31mm watchman wds was inserted and deployed, yet still did not meet release criteria after 2 full recaptures were performed, so it was also removed. The procedure was aborted. The patient was transported to the post procedure recovery area. After 1 hour, chest pain symptoms developed. A moderate sized pe was noted on echocardiogram imaging, so a pericardiocentesis was performed and a pericardial drain was placed. The patient was admitted to the hospital then discharged home. It is unknown what caused the pe. It was further reported the patient experienced cardiac tamponade and also procedure and device related bleeding during the event.